Event description:
I volunteered to participate in a study being done by (B)(4). They were doing research on people who had been the victim of an "intrapersonal trauma", how it affected the brain and possible ptsd. I did some cognitive testing and then they wanted to do a 1.5 hr MRI of my brain. They knew I am an insulin dependent diabetic who wears a pump. When it came time to do the MRI, they told me to remove all earrings, necklaces and rings, then asked if I had any metal objects or electronic devices in or on my body. I reminded them that I was wearing an insulin pump and they told me "oh, that should be fine". As I was being entered into the MRI, their machine started making "noises" and the gentleman performing the MRI stopped the machine and told me I should probably remove my pump. I told him I really could not go for more than an hour without any insulin and he told me we could/would take breaks every 30 minutes. After I was put back into the MRI he told me that my pump was doing lots of "beeping". I knew something was not right and when we took the 1st break, I was seeing messages and alarm on my pump that I've never seen before. I called medtronic and they walked me through some "troubleshooting" and determined that my pump was "fried". Fortunately, I still had warranty on my pump so they overnight mailed me a replacement but I thought someone besides me should let them know they are causing serious issues for someone with a very common disease and the person running that MRI really should have known that I never should have gone in there wearing my pump. Dates of use: (B)(6) 2010 - (B)(6) 2013.